Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016, so no UDI required. A philips remote service engineer (rse) spoke to the customer, and a nemo (non-engineering material only) service was agreed upon. The customer was provided with the replacement speaker assembly part number to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating there isa speaker failure caused error message and no sound from the monitor. It is unknown if the device was in use at time of event, and there was no adverse event reported.